Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was confirmed by review of photographs. Visual examination of the photographs found the impactor has fractured in half. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the impactor pad fractured during placement of a femoral trial. Attempts to obtain additional information have been made; however, no more is available.